Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure for normal elective replacement indicator (eri), the device was interrogated and revealed episodes of myopotential oversensing. As the device was being replaced for normal eri, the original device was explanted and replaced. The replacement device was programmed to avoid myopotential oversensing episodes. The patient was stable and will continue to be monitored.